Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 900 mcg/ml at 769 mcg/day and morphine 500 mcg/ml at 427 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient experienced no relief of symptoms. It was unknown if there were any environmental/patient/external factors that had led or contributed to the issue. It was also unknown if diagnostics/troubleshooting was performed. Actions/interventions taken included aspiration of the catheter access port (cap) chamber and the catheter was not patent. The issue was resolved at the time of the event and the patient's status was "alive-no injury". A surgical intervention occurred and the 8780 catheter was explanted on (B)(6) 2024 and replaced with another 8780. The patient's weight was asked but unknown and medical history included paraplegia.

Manufacturer narrative:
H3: analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.